Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with their device alerting for charge circuit inactive. The device alerts were programmed off and the device remains in use. No patient complications have been reported as a result of this event.